Event description:
Customer reportedly obtained a result in the 400's mg/dl and retested to obtain a result in the 200's mg/dl. Customer reports taking 15 units of insulin based on the result in the 400's mg/dl and testing 46mg/dl at some point after. Customer self treated with soda. No adverse event reported. Requested return of suspect device and replacement was sent.